Manufacturer narrative:
(B)(4). As returned the pin is seized in the guide. Analysis of the pin found the threading fractured and partially missing. Dimensional analysis of the guide found 5 of the 6 holes were conforming. The holes exhibit damage. This device was used for treatment. The guide has an approximate field age of 2 years and 1 month. No other complaints of any type have been reported for this lot of cut guides. This pin has an approximate field age of 1 month based on its lot number. No complaints of any type have been reported for this lot of pins. It is possible that damage to the guide and/or the pin was accrued during previous use and this damage caused interference between the two. This interference could have generated particulates that became trapped between the pin and the guide, thus potentially causing friction and eventually device seizure. The instructions for use (87-6203-999-22) included with the guide states "where instruments form part of a larger assembly, check that the devices assemble readily with mating components. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement." The potential previously accrued damage can most likely be attributed to normal wear and tear. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that, during positioning of the humeral head cutting guide, the holding pin seized inside the instrument.